Manufacturer narrative:
The customer did not report any issues or concerns with the performance of the tandemheart system, either before or after the incident. The customer did not provide device identifying info and the tandemheart pump was not returned to cardiac assist, so no eval could be performed. The cannulae utilized in the procedure were neither mfg or supplied by cardiac assist, and no info was provided regarding their application or performance. Although an air embolism is suspected, there is insufficient info to establish a root cause for the incident.

Event description:
On (B)(6) 2011, cardiac assist was notified of a pt death that occurred on (B)(6) 2011 approx one day after tandemheart support had been initiated. The pt had been placed on support for procedure that involved a three vessel CABG and a tricuspid valve repair, using 27 fr surgical cannulation to the left atrium and 24 fr surgical cannulation to the aorta. The pt's chest was left open after the procedure. The pt was non-responsive post-operatively, and the pupils were observed to be equal and non-reactive. A CT scan was performed on (B)(6) 2011 which showed infarcts with edema. Right pupil mydriasis was also noted. Brain death was diagnosed, and support was withdrawn at the request of the family.